Event description:
This serious unsolicited device case from united states received on (B)(4) 2013 from a non-healthcare professional. This case concerns a pt (demographics unk) who died after grafting with epicel cultured epidermal autografts (epicel). The pt's medical history, past drug, concomitant medication or concurrent condition was not reported. On (B)(6) 2013, the pt was grafted with 110 grafts of epicel cultured epidermal autografts (batch/lot number ee01736 and expiration date unk) on an unspecified location for thermal burn. On (B)(6) 2013 (35 days following grafting with epicel cultured epidermal autografts), the pt died due to an unreported cause. No corrective treatment was reported. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated with global ptc number of (B)(4) and conclusion was pending for the same.